Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had episodes of non-sustained rv oversensing recorded in (B)(6) 2019. The patient had no adverse effects from these recordings. A small amount of noise on the sense amp channel was noted. As there have been no episodes since it was unable to recreate the noise in clinic, the patient will have another check in six months.